Event description:
It was reported that the patient was feeling dizzy, short of breath, tired, and generally "crummy" since the implant. It was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drm ICD implanted: (B)(6) 2013. (B)(4).